Event description:
Cardinal surgical gowns have been coming with fabric "sticking together". As the fabric sticks together and needs to be pried apart for the wearer, several holes or thin spots in the fabric are created.